Event description:
It was reported by service report that the caster horn is bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; wheel assembly.